Manufacturer narrative:
This is a resubmission of the follow-up no 1 MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2015-000037 rather than 3002807968-2015-000037). No fields, in addition to MFR report # and h10, have been changed since the original submission.

Event description:
Fu#1: new information of the complaint has been received. The updated description of the event follows: the hospital is using aqure flexlink and started using new samplers with barcodes, which identical to barcodes used in 2013. It came to several wrong patient information assignments due following workflow: 1.) A safepico barcode was used in 2013 as a normal flexlink registration and stored in the aqure database. 2.) In 2015, a user scanned the same barcode from a new sampler in flexlink. 3.) Flexlink was denying this scan, because the registration already exists. 4.) As the user was surprised on that message, he tried to measure without completing the registration by just placing the sampler into the flexq-module of the abl analyzer. 5.) The abl analyzer was querying the sampler barcode and aqure responded with the patient information from 2013. 6.) Since the user was not recognizing the wrong patient and neither the abl nor aqure was preventing him from doing this measurement, a sample mixup occurred. Approximately 20 patients were affected by this problem at the hospital. The user recognised that the patients to which the results were assigned were not in the hospital at the time the problem occured. No adverse outcome occured for any of the affected patients.

Manufacturer narrative:
The radiometer it specialist has temporarily solved the problem for the customer through a script, which adds the year of the test-order creation in front of the sampler ID for samples run prior to 2015. The root cause is currently not know and under investigation. The result of this investigation will be included in the final report. (B)(4).

Event description:
According to the complaint, the hospital is using aqure/flexlink and start using new samplers with barcodes identical to barcodes used in 2013. It came to wrong patient information assignments (patient mix-up) due following workflow: a safepico barcode was used in 2013 as a normal flexlink registration and stored in the aqure database. In 2015, a user scanned the same barcode from a new sampler in flexlink. Flexlink was denying this scan, because the sampler registration already exists. As the user was surprised on that message, he tried to measure without completing the registration by just placing the sampler into the flexq-module of the abl analyzer. The abl analyzer was querying the sampler barcode and aqure responded with the patient information from 2013. Neither the abl analyzer nor the aqure system prevented the user from running the sample. The user did not recognize the wrong patient information, hence a patient mix-up occurred.